Event description:
On (B)(6) 2012, variax dr xxl operation was performed. A 18mm locking screw broke during insertion. The screw was left in the bone because the surgeon could not extract the screw. In the next hole during insertion of 16mm locking screw, the screw deformed. Surgeon extracted the deformed screw. Then he over drilled with 2.3mm drill and inserted another screw. At the last one, during final locking, a 16mm bone screw broke. The screw was left in bone because the surgeon could not extract the screw.

Manufacturer narrative:
Investigation in progress but not yet complete.